Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on december 05, 2023.

Manufacturer narrative:
This report is submitted on october 27, 2023.

Event description:
Per the clinic, the patient experienced a head injury in (B)(6) 2020. Subsequently, the patient experienced low muffled sounds, performance decrement, shooting pains and intermittent sounds with the device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023, and the patient was reimplanted with a new cochlear device during the same surgery.